Manufacturer narrative:
A medtronic representative went to the site to test the equipment. The imaging system then passed the system checkout and was found to be fully functional. No parts have been received by the manufacturer for evaluation.

Event description:
Medtronic received information regarding a navigation device being used for a cervical spine procedure. It was reported that in a case, the surgeon was placing a screw and due to the angle they needed to place it, they moved the reference frame. The site took another fluoro image to see how the placement was and decided to replace the screw not using navigation. It was confirmed that there was no additional radiation exposure and could not confirm the imprecision related to the screw placement. The placement was corrected. There was a reported delay to the procedure of less than 1 hour due to this issue.

Manufacturer narrative:
A software investigation analysis was initiated to determine the probable cause of the issue through review of the reported issue. Analysis found that the reference frame moved, resulting in the subsequent imprecision. Analysis found that the software functioned as designed.